Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they cannot read the lcd screen due to the scratches. The customer blood glucose level was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window. Unit power up properly after battery installation. Device received with operating currents within specs. No unexpected blank display were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test.